Event description:
--

Event description:
Additional information indicated that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high pacing lead impedance measurements greater than 2,000 ohms and high pacing threshold. Furthermore, the patient's rv lead was suspected to be fractured. This rv lead was surgically abandoned and replaced with no issue. This rv lead is out of service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range pacing impedance measurement that was detected via the patient's remote home monitoring system. Additional information obtained from the field representative indicated that the physician was already informed about the event and the patient was referred to other physician for lead revision. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).